Event description:
Paramedics attended to a person complaining of chest pain and shortness of breath. The device was used to monitor the pt's ECG. When the pt was being placed into the ambulance for transport to the hosp, the monitor display allegedly went blank and ECG monitoring could no longer be performed. The pt was transported to the hosp without incident. There were no adverse affects to the pt as a result of the alleged malfunction.